Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a broken tip with missing fragments. Device history records were reviewed and showed the product met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: the sheath tip was accidentally damaged during device reprocessing, such as impact or being dropped. However, the root cause of the complaint could not be conclusively specified. This issue is addressed in the instructions for use (IFU): failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the cf resectoscope inner sheath, had a broken tip. The issue was found during reprocessing. There were no reports of patient harm.